Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose reading was 45 mg/dl. Customer stated that the insulin pump's retainer ring was damaged. Reservoir was able to lock in place. It was unknown whether the customer was using auto mode feature at the time of incident. The insulin pump will returned for analysis.